Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 12pm, the patient¿s cgm was reading 47 mg/dl. No bg meter comparison value was reported. The patient self-treated with apple juice and by eating ¿something¿. Despite treatment, the patient¿s cgm was still reading in the 40s mg/dl and the patient started to experience dry mouth and frequent urination. The patient then tested his bg meter reading, which was 570 mg/dl. The patient called his doctor and was advised to go to the emergency room (ER). The patient arrived at the ER around 1pm and there, the patient¿s cgm was reading 47 mg/dl while the bg meter was reading 487 mg/dl. The patient was treated with IV fluids. The patient was discharged around 7pm (less than 24 hours). At discharge, the patient¿s bg meter reading was 340 mg/dl while the cgm was still reading in the 40s mg/dl. The patient was instructed to increase his hydration at home. The patient was feeling ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.